Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Event description:
Per the clinic, the patient was treated with oral steroid (specific date and duration not reported) to reduce the swelling at the implant site.